Event description:
Catheter broke during removal. Additional surgery required to remove segment (5-6").

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device is not available for evaluation and investigation. Without the actual sample or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). The patient guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. C). The directions for use (dfu) (1306078, rev. C) clearly provide cautions and directions on catheter removal if resistance is encountered. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.